Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itchy"), headache ("headache"), pain ("ache") and autoimmune disorder ("autoimmune issue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, pruritus, headache, pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, headache, medical device removal, pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: itchy, ache, headache quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itchy"), headache ("headache"), pain ("ache") and autoimmune disorder ("autoimmune issue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, pruritus, headache, pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, headache, medical device removal, pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: itchy, ache, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu1&fu2 proceed together: social media received. Reporter's information added. Event: itchy, ache, headache were added. On 23-mar-2020: fu1&fu2 proceed together: social media received. New event autoimmune issue was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.